Event description:
It was reported to technical services on 8/24/2011 that this ra lead has chronically high thresholds and was capped on (B)(6) 2011. Dr. (B)(6) at (B)(6) hospital in (B)(6) did the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).